Event description:
Same case as pr ID# (B)(4). It was reported that balloon rupture occurred. The stenosed target lesion was located in the severely calcified left anterior descending artery. Three balloon catheters were used during the procedure. A 3.50 mm x 12 mm nc emerge balloon catheter was advanced for dilation; however, during inflation, the balloon ruptured. The device was removed and replaced with a 2.00 mm x 12 mm emerge balloon catheter, which also ruptured during inflation. The device was removed and replaced again with a 2.50 mm x 12 mm emerge balloon catheter, which also ruptured during inflation. The procedure was completed with a different device. No patient complications were reported.